Event description:
It was reported that the customer had a battery out limit and black display on the insulin pump. The customer's blood glucose level was 388 mg/dl. The troubleshooting was performed. The customer was asked to insert new alkaline battery and display returned. The patient was advised to monitor the insulin pump and problem was resolved. The customer was advised that we will ship a replacement battery cap as courtesy to rule out any possible issues with the battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.